Event description:
It was reported amiodarone 360mg/200 ml was ordered to infuse at 16.67ml/hr for a maintenance dose following a bolus dose of 33ml/hr. The clinician was attempting to program maintenance dose via interoperability when "multiple integration error messages were received". As a result, the second bag of amiodarone was programmed at 33ml/hr instead of the ordered rate of 16.67ml/hr. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported amiodarone 360mg/200ml was ordered to infuse at 16.67ml/hr. For a maintenance dose following a bolus dose of 33ml/hr. The clinician was attempting to program maintenance dose via interoperability when "multiple integration error messages were received". As a result, the second bag of amiodarone was programmed at 33ml/hr. Instead of the ordered rate of 16.67ml/hr. There was patient involvement, but no harm.

Event description:
It was reported amiodarone 360mg/200ml was ordered to infuse at 16.67ml/hr. For a maintenance dose following a bolus dose of 33ml/hr. The clinician was attempting to program maintenance dose via interoperability when "multiple integration error messages were received". As a result, the second bag of amiodarone was programmed at 33ml/hr. Instead of the ordered rate of 16.67ml/hr. There was patient involvement, but no harm.

Manufacturer narrative:
Additional information : manufacturer narrative. Investigation summary: the reported event of a programming error of the amiodarone drug was confirmed during log review. However, laboratory testing could not replicate the reported issue. The review of the pcu event log showed that on 10 june 2024 at 12:38 pm, the suspect pump module received a remote IV for amiodarone (drug ID 55) with a drug amount of 360 mg, diluent volume of 200 ml, and a dose of 360 mg to infuse at the rate of 33 ml/h with the volume to be infused (vtbi) of 200 ml. From 6:11 pm to 6:12 pm, while the suspect pump module was still infusing, two (2) remote ivs were received at different times with a drug amount of 360 mg, diluent volume of 200 ml, and a dose of 0.5 mg which were followed by a ¿subsequent order mismatch¿ error code. At 6:13 pm, the suspect pump module was selected and the vtbi was reprogrammed to 200 ml. The programmed infusion continued to infuse at the rate of 33 ml/h with the vtbi of 200 ml. On 11 june 2024 at 12:18 am, the programmed infusion completed and keep vein open (kvo) started. At 12:19 am, the suspect pump module was selected and the vtbi was reprogrammed to 10 ml. The programmed infusion continued to infuse at the rate of 33 ml/h with the vtbi of 10 ml. From 12:26 am to 12:27 am, two (2) additional remote ivs were received at different times with a drug amount of 360 mg, diluent volume of 200 ml, and a dose of 0.5 mg, which were followed by a ¿subsequent order mismatch¿ error code, and the suspect pump module was channeled off. At 12:28 am, while the suspect pump module was in an idle state, a remote IV for amiodarone (drug ID 52) was received with a drug amount of 360 mg, diluent volume of 200 ml, and a dose of 0.5 mg to infuse at the rate of 16.67 ml/h with the volume to be infused (vtbi) of 200 ml. The programmed infusion was started, and the device was channeled off approximately 33 minutes later. The bd senior interoperability consultant reported that the subsequent _order_mismatch is most likely referring to an error when the clinician is trying to program a subsequent /next drug and the pump module cannot accept programming for the subsequent order due to a mismatch between the programming request and what was currently infusing. Laboratory testing found the suspect devices to be operating within specification. The inspection process performed on the suspect devices found no irregularities. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event of a programming error of the amiodarone drug is being attributed to the clinician trying to program a subsequent/next drug. The pump module could not accept programming for a subsequent order due to a mismatch between the programming request and what was currently infusing.